Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive act button due to corroded keypad traces. The device had cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 250 mg/dl. The device wasn't exposed to moisture. Customer was advised to revert to back up plan. Customer agreed to return the device for analysis.